Event description:
Additional information revealed that the patient underwent surgical intervention wherein the leads were explanted and replaced. Postoperatively, the patient has effective therapy and the issue has reportedly resolved.

Manufacturer narrative:
The reported high impedance was confirmed. Visual inspection showed a kink in the lead body where all the internal wires were broken. There was other damage to the lead body consistent with the explant damage. As the outer tubing of the lead body where the fracture was located was not breached and high impedance was observed prior to the revision, the broken wires are consistent with the lead being subjected to stress or a sudden event while in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2019-07007. It was reported that patient was not receiving effective therapy from the right s2 lead. It was found that the right lead was showing high impedances. In turn, surgical intervention may be planned to address this issue. As it is unknown which lead is the right s2, both leads are being reported.